Event description:
It was reported that this insertable cardiac monitor (icm) device exhibited noisy signals at implant. The physician manipulated the icm device in the pocket but the noise remained. The physician ultimately explanted the st. Jude device. The physician than implanted the (B)(6) icm device. The signal was clean and without any observed noise. The procedure was completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).